Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were confirmed and reproduced. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that the spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt involvement.